Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a dilatation procedure on a male patient (age unknown; however (B)(6); weight is unknown). According to the complainant, the stent could not be advanced to the target site of the esophagus due to complex stenosis. The area was dilated; however, the stent system could not be advanced. During the attempt to advance the stent system, it was noted that the suture line near the proximal portion of the stent appeared to be unraveled. The procedure was completed with another ultraflex covered ng esophageal stent.

Event description:
It was reported to boston scientific corporation that an ultraflex covered ng esophageal stent was used during a dilatation procedure on a male pt, however over 18 years. According to the complainant, the stent could not be advanced to the target site of the esophagus due to complex stenosis. The area was dilated; however, the stent system could not be advanced. During the attempt to advance the stent system, it was noted that the suture line near the proximal portion of the stent appeared to be unraveled. The procedure was completed with another ultraflex covered ng esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) other (suture line unraveled). Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).